Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeds every day") and uterine haemorrhage ("aub") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. In 2012, the patient experienced allergy to metals ("rashes or skin conditions: type: nickel allergy"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), stomatitis ("mouth sores"), oral mucosal blistering ("mouth blisters"), blister ("blisters on skin, bleeds every day"), abdominal distension ("abdominal bloating"), dizziness ("dizziness") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, allergy to metals, dyspareunia, stomatitis, oral mucosal blistering, blister, abdominal distension, dizziness and dysgeusia outcome was unknown. The reporter considered abdominal distension, allergy to metals, blister, dizziness, dysgeusia, dyspareunia, genital haemorrhage, oral mucosal blistering, pelvic pain, stomatitis and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: reporter information, patient demographic information, product indication, onset and removal dates updated, new events allergy to metals, dyspareunia, stomatitis, oral mucosal blistering, blister, genital haemorrhage, abdominal distension, dysgeusia and uterine haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, asthma and anemia. Concurrent conditions included retroverted uterus and dysmenorrhea. Concomitant products included calcium mefolinate;mecobalamin;pyridoxal phosphate (folvite active), celecoxib (celexa), escitalopram since 2012, medroxyprogesterone acetate (depo provera), trazodone hydrochloride (desyrel), trazodone since (B)(6)2013 and venlafaxine since (B)(6)2020. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2012, the patient experienced allergy to metals ("rashes or skin conditions: type: nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and blister ("blisters on skin"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeds every day"), uterine haemorrhage ("aub"), stomatitis ("mouth sores"), oral mucosal blistering ("mouth blisters"), abdominal distension ("abdominal bloating"), dizziness ("dizziness"), dysgeusia ("metallic taste in mouth"), night sweats ("night sweats"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue") and abdominal pain ("abdominal pain- left side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, allergy to metals, dyspareunia, stomatitis, oral mucosal blistering, blister, abdominal distension, dizziness, dysgeusia, night sweats, ovarian cyst, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, blister, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, night sweats, oral mucosal blistering, ovarian cyst, pelvic pain, stomatitis, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), abdominal pain- left side,night sweats,ovarian cyst,dysmenorrhea (cramping),fatigue", medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, asthma and anemia. Concurrent conditions included retroverted uterus and menstrual cramp. Concomitant products included calcium mefolinate;mecobalamin;pyridoxal phosphate (folvite active), celecoxib (celexa), escitalopram since 2012, medroxyprogesterone acetate (depo provera), trazodone hydrochloride (desyrel), trazodone since (B)(6) 2013 and venlafaxine since (B)(6) 2020. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2012, the patient experienced allergy to metals ("rashes or skin conditions: type: nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and blister ("blisters on skin"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeds every day"), uterine haemorrhage ("aub"), stomatitis ("mouth sores"), oral mucosal blistering ("mouth blisters"), abdominal distension ("abdominal bloating"), dizziness ("dizziness"), dysgeusia ("metallic taste in mouth"), night sweats ("night sweats"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue") and abdominal pain ("abdominal pain- left side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, allergy to metals, dyspareunia, stomatitis, oral mucosal blistering, blister, abdominal distension, dizziness, dysgeusia, night sweats, ovarian cyst, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, blister, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, night sweats, oral mucosal blistering, ovarian cyst, pelvic pain, stomatitis, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.